Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in february 2021. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a left percutaneous nephrolithotomy procedure performed in february 2021. The patient experienced septic shock and respiratory decompensation. It was reported that the patient was intubated and was sent to the intensive care unit (ICU).